Manufacturer narrative:
Results: is based upon evaluation of the user facility information and a picture provided by the user facility; is based upon retain samples from the same product code lot number as well as surrounding lots conclusions: \ is based upon evaluation of the user facility information and a picture provided by the user facility; is based upon retain samples from the same product code lot number as well as surrounding lots the involved device was not returned to the manufacturing facility but a photo was provided by the user facility. Therefore, the failure investigation was limited to assessment of information provided by the user facility, evaluation of retain samples from the same product code lot number as well as surrounding lots, and a picture provided by the user facility. Visual inspection of the photo confirmed that the sheath kinked towards the proximal end. Visual inspection of the retain samples from the involved product code lot number and surrounding lots confirmed there were no defects or anomalies. A review of the device history record confirmed there were no production related problems for this lot number. A review of the complaint files confirmed there has been one similar report for this part/lot combination from the same facility reported in MDR report # 1118880-2014-00040. Although a cause cannot be definitively determined with the limited information provided; however, it is likely that the sheath may have come into contact with scar tissue or calcification, causing it to kink. Another potential cause could be that the skin incision created at the puncture site may have been too small, causing the sheath to kink upon insertion. All currently available information has been placed on file by quality assurance at the manufacturing facility for appropriate tracking, trending, and follow up. (B)(4). Device was not returned.

Event description:
The user facility reported that the sheath kinked during a procedure. Follow up communication with the user facility confirmed: another sheath kinked with the same lot number as last time; and there was no patient impact.